Event description:
It was reported that the customer experienced difficulty pressing the on/off button and that the touchscreen was intermittently unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue with technical support, and the case was documented based on an email received by the support team.